Event description:
During a meniscal repair procedure the implant during the implantation of the second t and shortening of the sutures the second t broke. Implants were pulled out of the joint. There were no implants left in the joint.

Manufacturer narrative:
Investigation of the returned device found that no ts or suture were returned. The reported failure mode cannot be confirmed without the return of the ts. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. Based on the evidence provided, no root cause related to the manufacture of the product can be determined. No further investigation is warranted at this time. (B)(4).